Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. Visual inspection revealed scratches on the left side of the cover and a crack on the upper left corner of the bezel. When tested on the system, the erbe displayed error c-34, indicating a high frequency (hf) voltage issue during startup. The erbe log also recorded error c-00. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the site reported an intermittent error occurring with the erbe integrated electrosurgical unit (iesu). Despite the error, they were able to continue the procedure. The field engineer would be dispatched to further investigate and address the system problem. The procedure was completing as planned with no report of patient injury.